Event description:
It was reported that a malfunction occurred in the pump, indicated by malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.